Manufacturer narrative:
Related MFR 2916596-2023-06968 driveline disconnect on (B)(6) 2023. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-00109. It was reported that the patient had low power advisory alarms on (B)(6) 2023. On (B)(6) 2023, the driveline was disconnected twice, and the pump stopped at 07:30 am. The driveline was also disconnected at 08:37 am and was reconnected at 08:38 am. The driveline has disconnected again at 08:39 am. The log files revealed a driveline disconnect alarm on (B)(6) 2023. It appeared like the controller was in a charging mode and was likely the backup controller until it was exchanged to be the primary controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power advisory and driveline disconnect alarms was confirmed via log file analysis. A review of the event log file, extracted from hsc-(B)(6) contained data spanning between 20dec2023 ¿ 23dec2023 and 02jan2024. On 22dec2023 at 13:36:09 and 14:53:48, while connected to batteries, low power advisory alarms activated due to relative state of charge (rsoc) yellow and invalid faults associated with the white power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and quickly resolved after activating. On 23dec2023 from 8:37:40 - 8:38:38, the driveline was briefly disconnected causing the pump to stop and left ventricular assist device (lvad) off alarms to activate. The pump restarted without issue. On 23dec2023 at 8:39:35, the driveline was disconnected again, consistent with the controller exchange to hsc-(B)(6). A review of the event log file, extracted from hsc-(B)(6) contained data spanning between (B)(6) 2024. On (B)(6) 2023 at 7:30:49, the driveline was connected. The driveline was then briefly disconnected and reconnected between 7:31:33 ¿ 7:32:52. The pump restarted as intended each time the driveline was connected. Of note, the backup controller clock hsc-(B)(6) is offset by one hour as compared to the primary controller clock hsc-(B)(6). The heartmate 3 system controller (s/n: hsc-(B)(6) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use , rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline disconnect and low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.